Event description:
Boston scientific received information stating the device was explanted due to an infection. Dr. (B)(6). Implant date (B)(6) 2011 explant date (B)(6) 2012 . This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).